Event description:
It was reported that during a gastric bypass procedure, the surgeon experienced a loss of insufflation and he could hear air loss from the ports while instruments were placed in the ports. The loss was greater when instruments were torqued and even greater in the port that was connected to the insufflation tubing. The surgeon increased the insufflation rate. However, this still didn't correct the problem so another set of trocars were opened and used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged duckbill; leak test failure. Devices (a) and (c) were received with the duckbill seal open at the slit. As a result, the devices would not open and close as intended during functional testing. A leak test was performed and the devices were noted to leak. Device (b) was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak during insertion and removal of the test probe. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Device (d) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.